Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was having difficulty charging the ipg resulting in recharge burden. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was replaced with a charge free device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.